Event description:
The device was used during a thyroidectomy procedure. Reportedly, clips did not advance properly. No pt injury was reported.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.